Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a patient presented to clinic for follow up. The patient right ventricle (rv) lead exhibited high pacing impedance and high threshold. The rv lead was capped and replaced with a new lead on (B)(6) 2024. No patient condition was reported.

Event description:
New information received that patient was stable throughout the lead revision procedure on (B)(6) 2024.